Event description:
It was reported via repair work order that the siderail wouldn't latch/lock due to a damaged lock assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.